Manufacturer narrative:
No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to alkaline phosphatase (alp) reagent. No injury was reported.